Event description:
It was reported that the hl20 displayed the error messages: "beltslip" and "head" which cause an unintentional pump stop. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error messages: "beltslip" and "head" which can cause an unintentional pump stop. No harm to any person has been reported. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error messages: "head", "beltslip" and "stop-inp" during startup of the device. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-01. The fst replaced the optical tacho board and motor control board. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The replaced parts were not available for further investigation. According to the getinge field service technician the most probable root cause could be determined to high humidity which caused the boards to malfunction. In addition the reported failure "error head" could be linked to the following most probable root cause according to the hl 20 risk management file: -failure of pump control board; -defective/ dirty tacho, relay or pump belt. The reported failure "beltslip" could be linked to the following most probable root cause according to the hl 20 risk management file: (total) fail of device because of: - failure of motor, motor controller or control circuitry; - failure of pump control board (pump stop); - pump on/off defective; - defective tacho, relay or pump belt. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. The reported error message: "stop-inp" could be linked to the following most probable root cause according to the hl 20 risk management file: - failure of pump control board. The review of the non-conformities has been performed on 2023-12-11 for the period of 2019-02-12 to 2023-08-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device in question was manufactured on 2019-02-12. Based on the results the reported failure "error messages "beltslip", ¿error head¿ and "stop-inp" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.